Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced a bacterial infection at the implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient also developed swelling where there was squishy sensation around receiver/stimulator. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported) and the patient was reimplanted with another cochlear device on (B)(6) 2025.